Event description:
The customer reported eight screws broke during insertion which resulted in a forty minute surgical delay. The customer states the surgical plan was to fixate using six screws, however only three screws could be fixated.

Manufacturer narrative:
The taps were visually evaluated and found to be in good condition with no sign of damage. The threads were found to be within tolerance and the taps were functionally tested and performed as intended. Upon evaluation the complaint could not be substantiated as the taps were found to be dimensionally in tolerance and functioned as intended. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue cannot be determined. The screws that were unable to be inserted were discarded by the hospital, therefore no device evaluation could be completed. As no additional information was received, no supplemental reports were submitted for the associated reports 1032347-2015-00071, 1032347-2015-00072 and 1032347-2015-00073. Fields were updated based on the device evaluation.

Manufacturer narrative:
The screws were discarded by the hospital, the bone taps are expected to be returned for evaluation. There are two possible lot numbers for the bone taps, lot 573020 and lot 798850. Review of device history records identify that both lots were released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event.